Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of the minute ventilation (mv) signal on the right atrial (ra) channel of this device. Boston scientific technical services (ts) recommended turning respiratory rate trending off and this was done. Variance in rv impedance measurements on the competitive lead were also noted.